Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2016-02070. It was reported the patient is no longer feeling stimulation to the desired pain areas. Reportedly, the leads migrated from the original placement. The patient denied any falls or recent trauma. Surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced with different models. Effective therapy was restored postoperatively thus resolving the issue.